Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for crps (chronic regional pain syndrome). It was reported that the recharger antenna overheated during charging. The environmental, external, and patient factors that may have caused the event were recharger antenna contact and charging speed. They checked the contact of the recharger antenna, reset by removing and inserting the battery pack, and adjusted the charging speed. The issue was not resolved at the time of the report. The recharger will be replaced. No health damage was reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: unknown); product type: 0213-recharger g2: the country of the event is jp h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.